Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The controller ac adapter was returned to the manufacturer for poor mechanical connection and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Product event summary: one controller and one controller ac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the controller ac adapter revealed that the unit passed functional testing. An external visual inspection revealed a worn-out output connector. The damage that was observed did not affect the functionality of the device. Failure analysis of the controller revealed a bent pin within power port one (1), as well as contamination within both power ports. Functional testing revealed that when a power source was connected to power port two (2) of the controller the lcd display was blank and led indicators on the controller front panel were not illuminating. The controller was unable to communicate with monitor and log files could not be downloaded. During functional testing the controller triggered high priority alarms which could not be silenced using the ¿alarm mute¿ and ¿scroll¿ buttons on the controller or by inserting an alarm adapter into the data port of the controller. These findings are indicative of a damaged user interface controller (uic). The uic is the main integrated chip responsible for the operations of the controller, including re cording data in the controller log files and displaying information on the controller lcd display. Additionally, it was observed that the diode and integrated circuit on the communication line were damaged. As a result, the reported event was confirmed. The most likely root cause of the inability of the controller to communicate with a monitor, register commands from the front display push buttons, register an alarm adapter connected to the serial port, and initiate the startup sequence successfully can be attributed to a faulty user interface controller. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. The most likely root cause of the observed contamination within the power ports can be attributed to the handling of the device. The most likely root cause of the bent pins within power port one (1) can be attributed to a misalignment between the power port and a power source output connector. The most likely root cause of the worn-out output connector can be attributed to wear, likely due to normal disconnection and re-connection between the controller ac adapter and metal power port connectors on the controller. An internal investigation evaluated bent/damaged pins with controller 2.0. Additional products: d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430de / catalog #: 1430de / expiration date: 30-jun-2016 / serial or lot#: (B)(4) UDI #: (B)(4). Concomitant medical products:: yes, return date: 18-sep-2019 h3: yes dev rtn to MFR? Yes h4: mfg date: 30-jun-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c62952 h6: FDA method code(s): 10 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as remedial action and correction number information was received. Updated section: manufacturer. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a controller had poor mechanical connection with bent pins in both power ports. The controller gave off a 3-step signal tone with the batteries still connected and the display was blank. The controller was removed from service. No patient complications have been reported as a result of this event.